Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an explant procedure on (B)(6) 2019 (related manufacturer reference number 1627487-2019-12590, 1627487-2019-12589) the physician was unable to explant the lead due to patient anatomy.